Event description:
In 2001 a nurse was taking several finger sticks from one pt for blood sugar monitoring. At some point they found blood on the tip of their right thumb. They saw a cut and blood. The safety lancet did retract. Sample is gone. They believe the incident did occur after sticking the pt. The user facility has tried to duplicate the incident and the lancet always retracts and they cannot duplicate the incident.